Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the arch part in the back of the hand. A 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mmx20mmx143cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was stable.